Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint that the instrument was defective and had a grip failure. Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. For clarification, the instrument was found to have the main tube broken. A piece measuring proximately 0.089¿ x 0.119¿ was not returned with the instrument. The main tube and distal tip remained intact due to the cables all being undamaged. However, the instrument cannot be placed on an in-house system for any functional testing due to the inability to feed through the cannula. The root cause of broken instrument main tube is typically attributed to mishandling and misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image/video investigation required as no image or video clip for the reported event was submitted for review. A review of the instrument log for the prograsp forceps instrument (part# 471093-11/lot# n11210222 0374) associated with this event has been performed. Per logs, the instrument was last successfully used for a procedure on (B)(6) 2021. On 03-feb-2022, the customer attempted to use the instrument in the procedure, using system sl0354; however, without success. The instrument had 9 remaining usable lives with no subsequent use recorded. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy (radical without lymphadenectomy) surgical procedure, the prograsp forceps instrument was defective and had a grip failure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and on 16-may-2022, obtained the following additional information: the instrument was broken in its sterile packaging and did not come into contact with the patient at any time, it could not even be connected to the robot and inserted. There is no known report of a fragment, otherwise the instrument would not have been sterilized anew". The reporter was unable to provide patient details and does not know whether the patient had to return to the hospital.